Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header region and fantail region. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The manual capacitor leakage test was unable to be performed due to a crack in the substrate region. The device passed some of the mechanical tests performed. The internal visual inspection revealed a cracked substrate region. The failure of this device is attributed to a cracked header assembly from the hybrid assembly, which is consistent with the open electrodes reported. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced open circuits. Programming adjustments were attempted, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.